Event description:
Pt died in 2001 after using dialysis for almost one year. This procedure did not enhance the pt's health - just the opposite. Pt was always exhausted afterward and would lie on the couch in deep sleep for four to five hrs after each treatment. On later months, the attendants said the pt had developed "germs in the pt's bloodstream" and was then given an antibiotic during the dialysis. It should be noted that the pt died within approx two (2) days of receiving the last dialysis treatment. After the pt's death, the rptr returned to the dialysis ctr and asked if they were aware that the baxter filter they were using was being withdrawn worldwide. Their reply was, "they know all about it. They have stopped using the filter and have returned all of their supply."